Event description:
The microlab at plus 2 instrument did not pipette diluent, and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. The trace file indicated a z-arm in wrong position error in the affected row. All accessories appeared to be in good condition, no damage to parts has been observed. The fse was unable to duplicate the problem. The z-arm movement was cleaned and lubricated, the proper tip pick up and eject was verified, and the preventive maintenance was successfully completed by the fse. The instrument was tested without further problem.